Event description:
The peel down sheath tab broke off of sheath while in the patient. Handle on inserter kept coming apart.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Attempts to obtain additional information and the sample were unsuccessful. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event.